Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6. Investigation summary: a 2000e sample was not available for investigation. Furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests complete occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h.10.

Event description:
It was reported that while using the bd smartsite¿ needle-free connector was blocked. The following was recieved by the initital reporter: the patient came to our hospital for treatment due to upper respiratory tract infection. In the process of the nurse detaining the needle for the patient's vein on (B)(6) 2023, under the correct operation, the closed connector was found to be blocked after connecting the infusion tube, and immediately stopped using and replaced with a new needle free closed infusion connector.